Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 46 mg/dl at the time of incident. The customer states insulin pump had compromised force sensor alert. Customer states insulin was squirting out during the manual prime process. Customer states drive support cap was protruded. Customer states rewind message occurred. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.